Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump, and the caller planned to perform the reset at their convenience and follow up if the issue persisted.